Event description:
Patient receiving ambulatory blinatumomab infusion and called overnight to report pump began alarming "air in line" around 10pm. Patient called infusystem to attempt to troubleshoot and was instructed to turn pump off and call covering provider. Doctor made aware of pump malfunction and patient was brought in the following day to be issued a new pump and restarted on infusion. Pump returned to infusytem.